Manufacturer narrative:
(B)(4)

Event description:
Clinical trial patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed a firmware error on (B)(6) 2016.the clinical trial patient did not report injury or medical intervention. No additional patient or event information is available.